Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is related to procedural conditions (interaction of flail chord with catheter during grasping). A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was attempting to grasp the leaflet when it became entangled in a flailed chordae. Troubleshooting was preformed successfully and the clip was removed from the chordae. During a second attempt at grasping, a small perforation of the posterior leaflet was visualized. It was unclear if the clip caused the perforation. The clip was successfully placed and deployed. A second mitraclip xt was then implanted lateral to the first clip for stabilization. The final mr was grade 1-2. Ther were no clinically significant delays reported.